Event description:
It was reported that intermittent noise was observed on the right ventricular (rv) lead while the patient was in the ventricular fibrillation (vf) zone. The patient then received an inappropriate high voltage therapy. The lead was reportedly capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 7278 ICD implanted 2005 (B)(6). (B)(4).